Event description:
It was reported that the patient presented to the emergency room (ER) due to the lead integrity alert (lia) on the right ventricular (rv) lead. The patient also complained of pain at the pocket. The lead exhibited an increase in threshold and t-wave oversensing. The impedance had increased suddenly and was high. Noise was seen on the electrogram and impedance was varying when isometrics were done. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.